Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that the stent could not cross the device and found out that the connection was kinked. The 95% stenosed target lesion was located in severely tortuous and moderately calcified left anterior descending artery (lad) that was 30mm in length with a vessel diameter of 3.5mm. A guide extension catheter was selected for use. The stent could cross the lesion that is located in the midsection of the patient's lad. Guidezilla was then advanced and the stent could not cross to the device. The guidezilla was withdrawn and t was observed to be kinked at the connection between the metal and the catheter. The procedure was completed with another of same device. No patient complications reported and patient is stable. However, device inspection revealed that a partial separation in the shaft/collar area was noted. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection revealed a partial separation in the shaft/collar area. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.